Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13031. It was reported that the scs system was not providing adequate therapy since being permanently implanted. X-rays taken of the leads did not show migration. Reprogramming was attempted unsuccessfully. As a result, the scs system was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.